Manufacturer narrative:
Multiple requests for additional information have been performed; however, the healthcare provider has not provided any additional details regarding this event. Although the reason for the valve-in-valve is unknown, there has been no allegation of product malfunction or deficiency. The reported event cannot be confirmed with the available information. The root cause of this event remains indeterminable. The device history record (DHR) could not be reviewed as the device serial number was not provided. However, the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards lifesciences will continue to monitor all reported events. If any new information becomes available, a supplemental report will be submitted accordingly. No further actions are required at this time.

Event description:
Edwards received notification that a valve-in-valve procedure was performed with an edwards transcatheter valve. The implant duration of the surgical valve is unknown. The reason for the procedure was not provided. Patient was noted to be in good condition. No other information was provided.

Manufacturer narrative:
Through further investigation, it was learned that the subject device is not sold or marketed in the u.s. However, it is similar to device: model 2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; PMA number (B)(4).